Event description:
The patient recently reported that when she was at the hospital ~5 months ago, she sustained what she describes as a second degree burn from a warm pack that was applied during her stay. Per the patient, she developed a blister and then a scar from the heat given off by the warm pack. The patient had been given a narcotic in the ed and a warm pack was applied to her back at that time to provide comfort from pain associated with pneumonia. The patient reports she was lying on her side with the warm pack on top of her back--she was not laying on top of the warm pack. The patient attributes the morphine to her decreased awareness of the warm pack becoming too hot for her skin.